Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a clearlink system non-dehp extension set. The reporter stated that when they pushed a medication via syringe administration into one clearlink valve on the line, the other clearlink valves within the set leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.